Event description:
The manufacturer received information alleging a trilogy ev300 device failed, diagnostic system setup test and also failed the active exhalation. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed as the device again failed a test step during testing. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. Full system performance verification test completed and passed. Unit is cleared for service.